Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited low out-of-range pacing impedance. Insulation damage was alleged to be the cause. The ra lead was capped and replaced on (B)(6) 2023. Patient condition was stable.